Manufacturer narrative:
Two samples in packaging and photos were returned for evaluation. A visual inspection of the actual samples and of photos confirmed the customer's indicated failure mode. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6006630. Conclusion: the root cause for this incident was determined to be a manufacturing deficiency; misaligned front and rear barrels leading to damaged parts allowing for the barrels to become separated upon activation. CAPA (B)(4) has been initiated for documentation related to this issue of front rear barrel separation, to document the investigation path, root cause analysis, and remediation plan to include corrective and preventive actions.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after having used a bd vacutainer winged safety push button blood collection set to collect a patient's blood, the body of the device separated and opened. This exposed the spring and needle and a phlebotomist scraped his/her right index finger in the needle. The phlebotomist's injury was cleaned with soap and water and a bandage was applied. This incident was reported to occupational health and they followed their institute's needle stick protocol. The phlebotomist received post exposure lab work but the source patient refused testing. No further medical interventions were reported.

Manufacturer narrative:
Additional information: a recall was set in place for the reported lot # 6006630. The event summary for this recall is as follows: it has been reported that when the clinician presses the button to retract the needle, the body of the wingset falls apart. More specifically, the front and rear barrels separate, resulting in an exposed needle. In some cases, the spring comes out of the back of the device. Based on the volume of complaints received for pbbcs product lots manufactured on sumter line 1 in january 2016 relative to other pbbcs manufacturing periods and the separation rate observed during investigation related testing, all lots manufactured on line 1 during january 2016 (10 total lots) are being recalled. The filed action notification for this recall is pas-16-841-fa.